Event description:
The service engineer (se) inspected the device. The se replaced the universal serial bus (usb) flash drive. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator generated a serial mismatch error code. The ventilator was not on a patient at the time of the reported event.